Event description:
It was reported that the patient experienced syncopal episodes. It was discovered that the right ventricular lead had fractured exhibiting loss of capture and noise. During the lead revision procedure, the patient experienced episodes of asystole due to loss of capture. The lead was capped and replaced. The patient experienced no complications after the procedure.

Manufacturer narrative:
(B)(4).